Event description:
It was reported that a venotomy closure of the mildly calcified left common femoral vein was attempted with a prostyle device after an interventional cardiac ablation procedure using a 9f sheath. Reportedly, when the plunger was pulled back in step 3, a suture break occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 -indication for use. The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Reportedly the prostyle device was used after an interventional procedure using a 9f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unclear if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, snag, or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.